Event description:
It was reported that the symptomatic patient presented with palpitations in clinic during follow-up with backup vvi. It was noted that the device had reach eri. Download was not performed due to a low battery status. The patient has not decided when to have the device removed, as patient doesn't need the pacemaker. It was later noted that the lead was fractured with high thresholds and high impedance. Device is still in backup vvi. Nothing will be done to the lead as the patient is not using the pacemaker. No replacement has been scheduled. Patient condition was stable. Related manufacturer reference number: 2017865-2022-13668.